Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection and functional tests were performed. Device evaluation confirmed reported condition of failure code 803:07. The root cause was determined to be a slide clamp in channel b. The slide clamp was removed to repair the reported condition. A service history review revealed this device was previously serviced for the reported condition. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The facility representative reported a colleague infusion pump which experienced failure code 803:07 during delivery in the intensive care unit. The reported condition interrupted delivery. There was no patient involvement. The software version of this device is unknown. No additional information is available.